Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead was experiencing diaphragmatic stimulation. In addition this lead was also displaying high pacing thresholds and loss of capture at high outputs. Lead dislodgement was suspected. This lead was deactivated to prevent battery depletion. A revision procedure is intended in the future. Additional information was received that a lead repositioning procedure was performed. The decision was made to add a stent to help keep the lv lead in place. Once the stent was in place post operative testing was done which revealed normal and within range measurements. The next day it was noted the pacing thresholds slightly increased and patient experienced diaphragmatic stimulation. Due to these issues, the physician elected to turn lv therapy off for the time being. No adverse patient effects were reported.

Manufacturer narrative:
As further information becomes available this investigation will be updated.